Event description:
It was reported that the patient was asymptomatic. It was noted through the patient's home monitor that noise suspected by the physician to be of external origins and ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD). The patient was being monitored closely with regular transmissions to determine the source of noise. No programming changes were made. The patient was stable.